Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a open procedure, a metal piece from stapler broke off. A new stapler was used to resolve the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the spring mechanism was disengaged. No single use loading unit (sulu) was received. Functional testing found that a representative sulu was loaded into the instrument. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to the test media with acceptable results. The knife cut completely and cleanly and the staple line was properly formed. The firing knob advanced and retracted without difficulty. It was reported that the instrument broke and a component disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This can occur due to rough handling of the instrument when opening or during loading and/or unloading of the loading unit. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: returning the firing knob all the way back to its pre-fire position. To remove the fired sulu, separate the instrument halves. Hold the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.